Event description:
It was reported that the insulin pump had cracks on it near the battery compartment. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a missing segment and a clear horizontal line on the liquid crystal display, due to a cracked zebra connector on the lcd board. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and cracked reservoir tube lip. No crack on the battery compartment was noted. (B)(4).